Event description:
It was reported that during a da vinci si hysterectomy procedure, while using the large suturecut needle driver instrument, 'the cable snapped'. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that the pitch up cable was found to be frayed at the distal clevis hub. The frayed strands stick out at the wrist. No other damage was found. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.